Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: sample issue (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-5 error: test strip error. Husband is calling on behalf of the customer. The e-5 error occurred after the blood sample was applied. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer felt tired and felt it was related to her diabetes. Customer was advised to seek medical attention and husband stated they would call her healthcare provider. During the call on (B)(6) 2017, a blood test was performed by the customer using truemetrix meter and produced test result of e-5 after three attempts. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.